Event description:
The field engineer reported that the mainframe was crashing. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The control panel processor and control panel I/o boards were replaced. The system was then found to be operating as intended.